Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding customer was hospitalized for high blood glucose from the attorney of the family. Customer was using minimed 670g insulin pump. The information received on (B)(6) 2020 stated that mother of the customer reported a past hospitalized high blood glucose incident. The insulin pump will not be returned for analysis.